Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had experienced high blood glucose levels. Customer reports that he wraps any loose tubing from the pump around his dexcom glucose monitor, which caused the tubing to tighten as he interacted with his pump throughout the day.